Event description:
It was reported that, during use in the operating room, a pressure monitoring device had central venous pressure (cvp) fluctuations. Cvp values would suddenly "jump up" in the 10mmhg range. No allegations of patient injuries.

Manufacturer narrative:
Multiple attempts were made for additional information and to secure the return of the device. However the customer has not responded nor sent the device back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. In addition, a device history record cannot be completed without a lot number. If the device is returned and/or additional information is provided, a supplemental report will be submitted. The instructions for use (IFU) states "pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system" and "abnormal pressure readings should correlate with the patient's clinical manifestations." Instructions include testing dynamic response and notes that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Warning: moisture within the connector may result in the device malfunctioning or in inaccurate pressure readings. If this occurs, replace wet part or parts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.